Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported fluid leaked from the pca tubing during an epidural infusion of fentanyl/bupivacaine. There was no report of patient harm; however, the patient was not receiving the medication.